Event description:
Caller reported a malfunction on pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer attempted to reset the pump but was unable to turn it back on, so customer technical support assisted. After the reset, the malfunction code did not recur, and customer was instructed to continue using the pump and to call back if the issue reappeared.